Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted with elevated ldh of 1096. With no plasma drawn. The patient was put on heparin.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported elevated ldh could not be conclusively determined through this evaluation. The account reported that the patient had elevations in ldh up to 1096. The account reported that the event did not meet the definition of suspected pump thrombosis. The patient was treated with IV heparin and the patient¿s ldh trended down. The patient remained on heparin and remains ongoing on vad support with no further issues reported. Hemolysis is listed as an adverse event that may be associated with the use of the heartmate ii lvas. The patient care and management section provides information on anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.